Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the intraocular lens implantation the patient had experienced terrible pain. Next morning the eye pressure was 50 and was in an unbearable pain resulting in the patient throwing up. The cornea was not laying down, and every time I blinked it was lifting up. Had to take regimen of five eye drugs to be used multiple times each per day for months. The pain was still ongoing, worsening eye trouble in left eye. Also the patient had experienced tearing and light sensitivity for about two years. Later the patient had experienced a detached retina in that same eye and the resulting surgery. A month later the retina detached again and much worse surgery resulted.